Event description:
The customer was hospitalized with dka. Troubleshooting was performed. The pump passed the self-test. However, the high-pressure test was not performed due to the lack of clamp. It was indicated that the customer is brittle and runs high. The customer was in the hosp before for dka. The customer frequently has bent cannulas but does not get the no delivery alarm. The customer mentioned that the tape on the set had lifted. It was stated that the dr was looking for other possible reasons for the high bgs. Later, a diabetes educator called to inform that the customer was still hospitalized and was not getting the low reservoir volume alerts. Instructed the educator to remove the reservoir, set the reservoir volume alerts. Instructed the educator to remove the reservoir, set the reservoir volume to 30u and programmed a 10u. The pump alarmed low reservoir.